Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown.according to the complainant, the peg tube was removed due to stomal infection and the duodopa treatment was discontinued.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was removed due to stomal infection and the duodopa treatment was discontinued. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 13apr2014: the stomal infection was located outside the stoma and it was treated with antibiotics. The peg tube was removed and replaced with a new endovive standard peg kit pull method. It was reported that the physician does not attribute the stomal infection to the device. Event date: (B)(6) 2014. Exact date is unknown. Procedure date: (B)(6) 2012.